Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a precedex (dexmedetomidine) infusion via a syringe module was programmed at 1mcg/kg/hr using interoperability. At 1:30 am, the nurse changed out the infusion and the outgoing messages from epic stated that the message was sent at 1 mcg/kg/hr, which was different than what displayed on the ikp data, as somehow the syringe module started the precedex infusion at 1.5 mcg/kg/hr. The customer then requested keystroke log review assistance noted to occur between 0130-0132 to determine if it was a program error. There is no report of impact or consequence to the nicu patient at this time. The bd interoperability consultant team will also review the hl7 codes, and all of the orders made it to the pump and the infusion. After an initial key press log review, the bd interoperability consultant was able to attribute this to a programming error and not a pump malfunction. The user likely inadvertently hit the up arrow on the keypad when attempting to start the infusion (it is located just below the start soft key).

Event description:
It was reported that a precedex (dexmedetomidine) infusion via a syringe module was programmed at 1mcg/kg/hr using interoperability at the (B)(6) hospital on a premature (less than 25 week old) neonate patient. At 1:30 am, the nurse changed out the infusion and the outgoing messages from epic stated that the message was sent at 1 mcg/kg/hr, which was different than what displayed on the ikp data, as somehow the syringe module started the precedex infusion at 1.5 mcg/kg/hr. The customer then requested keystroke log review assistance noted to occur between 0130-0132 to determine if it was a program error. There was no injury to the patient, and no intervention needed. The bd interoperability consultant team reviewed the hl7 codes, and all of the orders made it to the pump and the infusion. After an initial key press log review, the bd interoperability consultant was able to attribute this to a programming error and not a pump malfunction. The user likely inadvertently hit the up arrow on the keypad when attempting to start the infusion (it is located just below the start soft key).

Manufacturer narrative:
The report of a precedex programming error was confirmed in the pcu event log and was due to the user selecting the up arrow key prior to starting the infusion. The pcu event log shows that at 1:32 am on (B)(6) 2021, syringe module s/n (B)(6) received a remote IV request for dexmedetomidine (drugid 138). The user then selected a 3ml bd syringe with 3.0582ml detected. Prior to selecting start, the user selected the ¿key up¿, which increased/changed the rate from 0.2ml/hr to 0.3ml/hr (dose = 1.5mcg/kg/hr). The user then started the infusion. The infusion ran at this rate until 6:15 am when the user changed the rate to 0.2ml/hr (changing the dose to 1mcg/kg/hr). The volume infused during this period (at 0.3ml/hr) was 1.4751ml. The increase of the rate parameter can occur when a device is selected prior to registering up arrow key presses since rate is the default selection after a device is selected. All other parameters (vtbi, dose) must be selected first for the parameter to increase. Also, even though a parameter was increased unintentionally, the user still must confirm and start the infusion with the increased parameter before the increase takes effect. The root cause of the event was due to user programming error. Error logs were not received for investigation. The devices were not returned for investigation. The disposable tubing was not returned for investigation. A review of the device history record showed the device had a manufacture date of 05 june 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for syringe module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the syringe module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a precedex (dexmedetomidine) infusion via a syringe module was programmed at 1mcg/kg/hr using interoperability at the women's and children's hospital on a premature (less than 25 week old) neonate patient. At 1:30 am, the nurse changed out the infusion and the outgoing messages from epic stated that the message was sent at 1 mcg/kg/hr, which was different than what displayed on the ikp data, as somehow the syringe module started the precedex infusion at 1.5 mcg/kg/hr. The customer then requested keystroke log review assistance noted to occur between 0130-0132 to determine if it was a program error. There was no injury to the patient, and no intervention needed. The bd interoperability consultant team reviewed the hl7 codes, and all of the orders made it to the pump and the infusion. After an initial key press log review, the bd interoperability consultant was able to attribute this to a programming error and not a pump malfunction. The user likely inadvertently hit the up arrow on the keypad when attempting to start the infusion (it is located just below the start soft key).

Manufacturer narrative:
Additional info: a2, a5, a6, b7 diagnosis; correction: b5 patient impact none. Diagnosis: premature <25 weeks /extremely low birth weight/bronchopulmonary dysplasia.